Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device began smoking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device began smoking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Through service, the service technician found that the handpiece was smoking. Upon disassembly, extensive corrosion was found throughout the handpiece. The failure analysis engineer indicated that smoking is a result of mass internal corrosion. According to a review of risk documentation and based on previous complaints, a possible cause of corrosion could be due to not sufficiently drying the handpiece after the wash cycle.